Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure the patient experienced blurred vision. The iol was exchanged in a secondary procedure within 1 month after initial implantation. Blurred vision/did not correct used with glasses was the clinical reason given for the explant. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).